Event description:
It was reported that the right atrial (ra) lead was no longer functioning appropriately and it was either a capture issue or impedance issue. No further specific information was obtained. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.